Manufacturer narrative:
As product was not returned and no test strip lot was reported with this complaint, a device history record (DHR) review of the meter was requested. The DHR for meter serial number (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release.

Event description:
A caregiver, calling on behalf of a customer reported that on an unspecified date the customer received unspecified readings from his adc blood glucose meter and then subsequently was "rushed to the hospital because of the readings". Customer was hospitalized. No further information was provided and attempts to gather additional information in follow-up were unsuccessful. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. Note: the date of the reported medical event and subsequent hospitalization is unknown. All pertinent information available to abbott diabetes care has been submitted.